Event description:
A malfunction on the pump was reported by the caller, with malf 0 displayed as the error code. There was no adverse impact to the customer's blood glucose level. The caller successfully reset the pump on their own.